Event description:
The hcp reported the pt experienced itching and a lack of drug effect. The pt had been seen in 2004 for a refill. The drug concentration was changed from 500mcg/ml to 2000mcg/ml with the daily dose unchanged at 260mcg/day. There was no volume discrepancy and a bridge bolus was done. The pt was admitted to the hosp.